Manufacturer narrative:
E1: patient city - (B)(6). Patient country - (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005675, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal 6005675. The count of complaint is 4 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6005675 was manufactured according to the work instruction (wi) version 82 packaging in the multivac 12, on 26/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: tubing of the lot 4b01345 was manufactured according to the wi version 27 and manufactured, on 26-feb-2024, with a total of (B)(4) units. Tubing of the lot 4b01346 was manufactured according to the wi version 27 and manufactured, on 26-feb-2024, with a total of (B)(4) units. Tubing of the lot 4b01347 was manufactured according to the wi version 27 and manufactured, on 26-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No physical samples were returned conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, the thresholds of 4 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further CAPA determination assessment.

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The high blood glucose levels occurred due to infusion flow blocked. The patient got treated with intravenous insulin drip. The patient was admitted in the hospital for less than twenty-four hours. No further information available.